Event description:
The customer reported that the device gets a red x and hangs. The customer has to remove the battery and reset the system. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device gets a red x and hangs. The customer has to remove the battery and reset the system. There was no reported pt involvement. Philips bench evaluated the device and confirmed the customer issue. The power pca was replaced to resolve the problem. The device passed all performance and assurance tests and was sent back to the customer. We will consider this a malfunction of the power pca that caused the device gets a red x and display info.